Event description:
On 6/12/97, it was reported to oec medical systems, inc that an uncommanded table motion occurred to oec model uroview 2500. During a procedure the system table moved uncommanded. Hospital staff chose to move pt to another room to finish procedure. Oec field service engineer was unable to duplicate reported motion, however fse removed and replaced suspected hand control switch. Fse tested/inspected and returned system to currect specifications. Hospital reported no adverse event, death, or serious injury to pt involved.